Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had returned for a routine 2 year follow-up appointment. It was reported that the pt had a consistent type ii endoleak for approximately 1 year which resulted in continued aneurysm expansion. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. The user facility has retained the explanted stent graft. No add'l clinical sequelae were reported and the pt is fine.